Event description:
It was reported that a dell handheld computer's screen kept freezing on different screens. It would "flicker" and "freeze" at different screens including when viewing device history/parameter history. It was also noted that the screen would freeze when the physician would try to change the parameters. The physician indicated resetting the device will resolve the screen freeze, but it happens quite frequently. A replacement handheld was sent to the site. Good faith attempts to obtain the product for analysis have been unsuccessful to date.